Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information a cartridge alarm 1 and 5 during the load process. The reported issue impacted the customer's blood glucose level.